Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the burning of the tip body was observed, and the tip cover was burned. It is presumably due to the use of a hf instrument without a sufficient distance from the tip which led to the malfunction. However, a root cause could not be identified. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): 3.3 endoscope inspection 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection that the tip body and cover of the gastrointestinal videoscope were burned. There were no reports of patient involvement.